Manufacturer narrative:
The customer refused to conduct troubleshooting with customer service as the husband already "looked at the pump". The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 05/30/2018, the customer indicated that the replacement pump was working without issue and the mastitis was resolved, but only after being admitted into the hospital for 36 hours. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer's husband alleged to medela llc that his wife had blocked milk ducts due to low suction using her pump in style breast pump. He further alleged that she visited her doctor and was prescribed antibiotics for mastitis.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 06/19/2018. The device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed. [(B)(4)].